Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper abdomen with coolsculpting, may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient treated upper abdomen with coolsculpting, may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the abdomen using a cooladvantage plus applicator who may have developed paradoxical adipose hyperplasia (pah/ph) post treatment.

Manufacturer narrative:
H11 - corrected data: g3 of the previously submitted report (emdr-11745) should have been captured as 30/jun/2022.